Event description:
Same case as MFR. Report #: 6000093-2007- . It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured at 18atms on the third inflation during predilation. The lesion being treated was located in the moderately tortuous, heavily calcified and 90% stenotic left anterior descending artery (lad). The balloon was inflated to 12atms on the first and second inflations. The procedure was successfully completed with a different balloon and deployment and post dilation of a 3.0x20mm taxus express2 stent. Patient status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.